Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported infection at insertion site with symptoms of pus and swelling which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on 26-feb-2025. The user's hcp was made aware of the event. The user was prescribed with oral penicillin to treat the infection. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where user reported infection at insertion site with symptoms of pus and swelling which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on 26-feb-2025. The user's hcp was made aware of the event. The user was prescribed with oral penicillin to treat the infection.